Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was recently removing an interstim system from 2015 and was unable to remove the lead in its entirety and left behind a segment 4.4 cm long in patient. Agent reviewed conditions required for pt to still have MRI eligibility which caller said pt did. Pt info unknown at time of call. Caller also asked for any videos they could view that showed surgical cut down procedure and layers of sacral tissue for them to refer to. Agent will check into it and send if they find it.